Event description:
Procedure type: roux-en-y. According to the reporter: the surgeon fired the device and it fired correctly. Upon removing it, the anvil fell off into the pt's cavity. Surgeon could not anvil and subsequently changed the procedure to open. No tissue damage or significant bleeding was reported, however, surgery time was extended by an hour and a half as a result.